Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen was found to be dim, faded and pink. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper at the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.